Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The patient's flags show instances of belt/monitor communication issues but the device was able to monitor the patient's rhythm, detect an arrhythmia, and deliver a treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (response buttons pressed after the first shock and before the second shock but not immediately prior to shock delivery). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation (af) rate and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was reportedly conscious and shopping in public at the time of the event. The patient reported that the device was alarming and she was pressing the response buttons. Rapid atrial fibrillation (af) rate and motion artifact contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient's rhythm at the time of the first shock was af at 140 bpm with motion artifact with the post-shock rhythm being the same. The patient's rhythm at the time of the second shock and post-shock are unknown due to an abnormal shutdown. The patient's flags indicate belt/monitor communication issues around the time of the abnormal shutdown. The response buttons were pressed after the first shock and before the second shock but not immediately prior to shock delivery. The response buttons functioned appropriately. Following the event, the patient went to the emergency room and continued wearing the lifevest.